Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3167 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervical intraepithelial neoplasia ii, dysfunctional uterine bleeding, left lower quadrant pain, menses painful, pelvic pain and irregular periods. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (: total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.769 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: preoperative diagnosis: status post essure postoperative diagnosis: tubal occlusion procedure: hysterosalpingogram finding: normal endometrial cavity tubal occlusion with appropriate location of essure bilaterally. Complication: none. Procedure: the cervix was prepped w th betadine and was then grasped anteriorly with a single-toothed tenactiinm a disposable hsg cannula was then placed. Sinografin dye was instilled via the cannula and fluoroscopy was performed. The uterine cavity and evidence for tubal spillage were observed. The patient tolerated the procedure well and was discharged to opsu for discharge home. [Pathology test] on (B)(6) 2020: final diagnosis. Uterus (143 grams), cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: high-grade squamous intraepithelial lesion, moderate squamous dysplasia (cin 2), arising at the squamocolumnar junction. Involves both the anterior and posterior cervix. Benign bilateral fallopian tubes with intraluminal white metal coil devices bilaterally. Benign secretory endometrium and superficial adenomyosis. Distance of cin 2 to the ectocervical margin is greater than 2 cm. Surgical margins of resection are benign. Gross description: it is received in formalin and consists of a uterus with cervix and bilateral fallopian tubes. The uterus is 9.5 em in length. Sectioning reveals two white metal coil devices within the proximal portions of the fallopian tubs lumina. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history,lab data,patient information,indication,insertion and removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3167 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.